Event description:
The customer contacted baxter's technical service center regarding feeling that the home choice (hc) was overfilling them, which occurred on the hc during use, during drain 4. The home patient (hp) stated that with their old machine they could do the fill then clamp the patient line so that the hc would alarm when the drain started and they could wake up and be sure that they drained all of the solution out. They stated with the new hc it would continue with therapy even if their clamp was closed. They stated they went to sleep after the first drain last night, and when they woke up they were in drain 4 and they drained 3800ml. Their fill volume was only 2000ml, therefore, this event meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The hp stated they wanted another hc because this one overfilled them. The supplies had already been thrown away and therapy was over. The hp was not currently connected to the hc. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 8000ml, the total time was set to nine hours, the fill volume was set to 2000ml, the last fill volume was set to 0ml, the patient's weight was set to (B)(6), the number of cycles was set to 4, the initial drain alarm was set to 0ml, the comfort control was set to thirty six degrees celsius, last manual drain was set to "yes," the target ultrafiltration was set to 1000ml, and the alarm was set to "yes." There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse stated that she was aware of this event. The nurse stated that she did not believe an overfill occurred because the patient's total ultrafiltration volumes at the end of therapy appeared to be normal. She stated she thought the patient may have been looking at the volumes incorrectly. The nurse stated she would like to know the results of the evaluation to see if the patient actually was overfilled. Ps informed the nurse that she would be contacted after the evaluation was complete. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain; one or more cycles advanced to next fill when a slow/no flow situation occurred above the minimum drain volume threshold. Upon completion of baxter's investigation, a follow-up will be submitted.